Event description:
Dealer states the seat is loose; ordered seat frame mounting hardware. No injury mentioned.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.